Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was elevated ventricular thresholds and wanted to program v pacing off but this was not a feature of the device. Both the right ventricular (rv) lead and the implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.